Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experiencing autoreducing was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.